Event description:
Event was reported to caldera medical by an attorney. The patient has experienced painful sexual intercourse, urinary incontinence, infections and pain. No further information has been provided.